Manufacturer narrative:
(B)(6). Per the reporter, the exact lot number is unknown. However, the device is likely from one of the three following lots: 9664130, 9821864, or 9792729. As only possible lot numbers associated with the provided part are known, the following UDI numbers are likely: (B)(4). Device broke intra-operatively and is not considered to have been implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records for each of the three (3) possible lot numbers for the complainant device was conducted with results as follows: lot 9664130: manufacturing site: (B)(4) - manufacturing date: september 28, 2015. No non-conformance reports (ncr) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9821864: manufacturing site: (B)(4) - manufacturing date: february 2, 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Lot 9792729: manufacturing site: (B)(4) - manufacturing date: january 15, 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in lebanon as follows: it was reported that a 2.0mm intermaxillary fixation (imf) screw broke prior to reaching full insertion during a surgical procedure on (B)(6) 2016. The screw broke between the head and the body; all fragments were retrieved. The procedure was completed successfully with a five (5) minute prolongation. No information about patient condition was received. This report is 1 of 1 for (B)(4).